Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2012 and topical skin adhesive was used. The topical skin adhesive was left on the wound for 2-3 weeks. Then, two days after it was removed the patient developed red, contact dermatitis. Intervention included removal of the adhesive because the patient was uncomfortable with rash and symptoms. Additional information was requested.

Manufacturer narrative:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2012 and topical skin adhesive was used. The adhesive was removed. The patient developed rash 5 days later and was prescribed a topical steroid cream and benadryl. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.